Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they do not recall the bg level. The low bg cause was not known. The customer also reported that they became unconscious because of the low bg level. The customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.